Event description:
It was reported that the patient's pain was not covered by her spinal cord stimulator (scs). The pain was reportedly on the left side of the abdominal area. It was noted that the leads and scs were explanted on "december 16 or 18 of this month" and was healing from the surgery. The patient would be getting an MRI for pain from crohns and colitis. It was noted that the patient had a miniature stroke and had a brain scan along with 7 other scans. Additional information was requested, but was not available at the time of report. If additional information is received, a supplemental report will be filed.

Manufacturer narrative:
Concomitant products: product ID neu_unknown_lead, lot# unknown, product type lead; product ID neu_unknown_lead, lot# unknown, product type lead. (B)(4).